Event description:
The customer contacted carefusion technical support to request service for one of their ventilators. Per the customer, the touch screen is "bad" and they can't change the mode. No patient involvement.

Manufacturer narrative:
Device evaluation: investigation results: the front panel assembly was returned to carefusion's failure analysis laboratory. An investigation was performed and identified the root cause of the reported issue to be fluid ingress. The touchscreen was found to have intermittent ability to change settings and icons.

Event description:
The customer reported that the vela ventilator had a faulty touchscreen; they couldn't change the mode. There was no patient involvement at the time of the incident.

Manufacturer narrative:
(B)(4). Carefusion technical support dispatched a field service representative to the user facility on february 16, 2015. Once the unit is evaluated, a followup medwatch report will be submitted.